Manufacturer narrative:
Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned in segments. Analysis found no evidence of foreign material in dispensing holes. There was some discoloration around the dispensing holes. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from and healthcare provider (hcp) via a company representative and from a consumer regarding a patient receiving intrathecal sufentanil (concentration 660mcg/ml; dose 241mcg/day) and clonidine (concentration 2400mcg/ml; dose 964mcg/day) via an implantable infusion pump. Per the patient, the pump delivered sufentanil 330mcg/ml at a rate of 22mcg/day and clonidine (concentration unknown) at a rate of 80mcg/day. Lot numbers were not provided. Indication for use was non-malignant pain and failed back surgery syndrome. The patient experienced possible catheter dislodgement or suspected granuloma. The event date was approximately (B)(6) 2015. Per the patient, the pump started "acting up" and malfunctioned in (B)(6) 2015. They kept increasing the dose and it 'wasn't doing as good as it was." They found out that the catheter was loose and not near where it was supposed to be. The patient also mentioned that the catheter was clogged and came out of place. The patient had a pump study done in (B)(6) 2015 because the patient had reported withdrawal symptoms and increased pain. At that time, the hcp was unable to aspirate any cerebrospinal fluid (csf). The hcp did, however, confirm proper pump function via a rotor study. The patient was scheduled for a catheter revision in either late (B)(6) 2015 or early (B)(6) 2016; however, the procedure was cancelled due to insurance issues. Once the insurance issues were resolved, the patient was then rescheduled for a catheter revision on (B)(6) 2016. During the revision, the old catheter was removed and replaced. The issue was resolved. Following the catheter revision, the dose was reduced to minimum rate of sufentanil 4.2mcg/day and clonidine 15.3mcg/day. The patient was seen on (B)(6) 2016 for titration of the pump dosing back to a therapeutic level. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.